Event description:
It was reported that the user experienced sustained hyperglycemia after a supply change and observed no visible leaks or connection issues with a teflon 23-inch inset; customer support recommended a supply change, and the user later received troubleshooting and education. Symptoms included elevated blood glucose with a high meter reading. Outcomes included no injury and no medical intervention beyond troubleshooting and education. Investigation included a review of the event details and user-reported troubleshooting steps. Investigation of this case revealed that the cause of hyperglycemia could not be determined, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.